Manufacturer narrative:
Approximate age of device - 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient expired due to hemorrhagic shock. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate ii left ventricular assist system and the reported bleeding could not conclusively be established through this evaluation. The account communicated that the patient expired on (B)(6) 2018 due to hemorrhagic shock. No alarms were reported for this event. It was later reported that the cause of expiration was not determined but the expiration was not considered to be device related. The device operated as expected and the device was not explanted. No devices will be returning for evaluation. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.